Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿stop--¿ occurred on the rotaflow console during patient treatment. The pump head was operating normally and the flow rate display was normal. No pump stop has been reported. No harm to any person has been reported. The reported ¿stop--¿ could lead to a pump stop during use, therefore a report is required. The patient data was not shared by customer. According to the ssu (sales and service unit) dated on 2026-06-03 the rotaflow device with s/n (B)(6) has been repaired by a third-party company therefore, no exact root cause could be determined. However, historical data for similar incidents, found that a faulty control board is the primary contributing factor for the reported failure and was already investigated by the getinge life-cycle-engineering (lce) with the following results: the root cause could be determined as a faulty control of the transistors t3 and t6 by the controller ic23 which lead to the reported failure. Based on these investigation results the reported failure could be confirmed. The review of the non-conformities has been performed on (B)(6) 2026 for the period of (B)(6) 2020. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2020-06-17. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. It is necessary to follow the chapter in the instructions for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.3: take damaged devices out of service immediately and have them tested by the authorized service personnel. It is also necessary to follow the chapter in the service manual heart-lung support system rotaflow system/ en / 03 chapter 1.7: service-related work on a device may only be carried out by service technicians who have been trained and instructed and certified by getinge. Service-related work on a device carried out by unqualified service technicians' may lead to injury of the service technician, patient or other persons or may lead to device damage. Chapter 1.10: a repair is carried out for maintenance after damage or malfunction of a rotaflow system. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the chinese market. It is a significantly similar device to "base unit, rotaflow console¿ which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701046405.

Event description:
The event occurred in china. It was reported that the error message ¿stop--¿ occurred on the rotaflow console during patient treatment. The pump head was operating normally and the flow rate display was normal. No pump stop has been reported. No harm to any person has been reported. The reported ¿stop--¿ could lead to a pump stop during use, therefore a report is required. Complaint ID: (B)(4).